Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope of the albaran lever. The device was repeatedly cleansed however, the lever remained contaminated. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: october17, 2024, sampling from: the distal end section, cfu: n.d, bacterial identification: n/a. Sampling date: october17, 2024, sampling from: the forceps elevator, cfu: n.d, bacterial identification: n/a. Sampling date: october17, 2024, sampling from: the instrument/suction channel, cfu: 7 cfu/ml, bacterial identification: micrococcus flavus. Sampling date: october17, 2024, sampling from: the air/water channel, cfu: 0 cfu/ml, bacterial identification: n/a. Sampling date: october 24, 2024, sampling from: the distal end section, cfu: n.d, bacterial identification: n/a. Sampling date: october 24, 2024, sampling from: the forceps elevator, cfu: n.d, bacterial identification: n/a. Sampling date: october 24, 2024, sampling from: the instrument/suction channel, cfu: 0 cfu/ml, bacterial identification: micrococcus flavus. Sampling date: october 24, 2024, sampling from: the air/water channel, cfu: 0 cfu/ml, bacterial identification: n/a. The device was evaluated where additional potential adverse events were confirmed where foreign material was noted in the air water cylinder, air water tube, adhesive around the objective lens, adhesive around the light guide lens, inside the light guide lens and the distal end had residual liquid and a gap with corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus confirmed foreign material came out of the channels and cylinders, but the type of the material could not be identified. It is possible that the white foreign material was an anti-foaming agent (including simethicone). Olympus confirmed foreign material on the objective and light guide lens adhesive. There was physical damage that may have hindered the foreign material from being removed. Olympus confirmed foreign material inside the light guide lens and discoloration it is possible that the material could not be removed during reprocessing since the material adhered to the site instead of the external surface of the endoscope. A definitive root cause was not determined. The root cause for the foreign material/fluid on the distal end could not be determined. The root cause for the gap at the distal end and corrosion could not be determined. The following is included in the device IFU: instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.